Event description:
The richard wolf laser end sheath cracked and broke off in the bladder. The items were removed from the bladder through the use of a cystoscope. There was no harm done to the patient.